Event description:
Intraocular lens was loaded into disposable folder mtc-455 and then into metal insector. After lens was inserted into eye, physician noted that a piece up of intraocular lens was missing.